Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings broke and I wasn't able to retrieve the tampon- vagina [foreign body in reproductive tract] every tampon has a hole ripped in the top, strings are shredded partially or completely [device physical property issue] shredded strings broke- tampon [device breakage] think you may have a problem in your production line ... Every tampon has a hole ripped in the top [suspected product quality issue] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via email that the tampon string broke and she wasn't able to retrieve the tampon. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings broke and I wasn't able to retrieve the tampon- vagina [foreign body in reproductive tract]. Every tampon has a hole ripped in the top, strings are shredded partially or completely [device physical property issue]. Shredded strings broke- tampon [device breakage]. Think you may have a problem in your production line ... Every tampon has a hole ripped in the top [suspected product quality issue]. Case narrative: consumer reported via email that the tampon string broke and she wasn't able to retrieve the tampon. No serious injury was reported.